Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed downstream occlusion testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product . Additional information: d9, h3, h6, h11 . H11: the device was received for evaluation. During evaluation, the reported problem of failed downstream occlusion was not reproduced. The device was tested for downstream occlusion detection and passed. A review of the event history log (ehl) revealed multiple events of "downstream occlusion!". A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor was found out of calibration and higher than intended range. The force sensor requires calibration to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.